Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent a posterior colporrhaphy/vaginal wall repair procedure on unknown date between 10/2001 and 10/2002 and the mesh was implanted in a tension-free manner lateral to the defect. It was possible that the patient developed hematoma related to posterior mesh which resolved spontaneously and/or experienced mesh extrusion. At 6-12 weeks follow-up, the patient possibly experienced either vaginal pain, pain with defecation, asymptomatic grade 1 rectocele, anterior wall prolapse and/or mesh protrusion through surgical scar. The patient possibly experienced significant prolapse symptoms not previously present include: lump sensation, constipation, defecation difficulties and/or dyspareunia. At 6-month or 6-12-week follow-up, the patient was found to have a small amount of mesh protruding into the vagina, which was suggestive of underlying defective healing or new onset and postulated to be secondary to vaginal erosion. It was also possible that due to mesh protrusion the mesh was trimmed in the clinic or in the hospital. There was no complete mesh removal required. It was also reported that the patient possibly experienced either cystocele, enterocele or rectocele. Additional information has been requested.